Manufacturer narrative:
(B)(4). Device evaluation: product testing was conducted. Both returned and retained products were tested, all results were within specifications. No product failure was confirmed. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The records for production process were found to be acceptable, all testing items were completed and met specifications, including incoming chemical materials testing, primary and secondary packaging materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There were no same or similar non-conforming material records, or related process/material change. There was no non-conformance related to this complaint. In conclusion, reported lot was deemed acceptable for release. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Alternative reporting number: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Female patient reported that she used complete, multipurpose solution to rinse her contact lens and experienced burning. After patient had cleaned and disinfected her lenses with (B)(4), she put them in her eyes and they felt as if they were inside out, so she removed her lenses. After handling her lenses, she wanted to rinse them with complete before putting them back in her eyes. She first rinsed her right lens with complete put it back in her eye and her eye burned as if it were on fire. Prior to rinsing her lens, they had already been cleaned and disinfected and neutralized with (B)(4) . She uses (B)(4) ) on a regular basis to clean and disinfect her lenses. Patient only uses complete for rinsing her lenses and also as a storage solution for a couple of hours during the day when she needs to remove her lenses. Patient has used complete in this manner for years and never experienced any issues prior to using this bottle. Patient went to the doctor (ophthalmologist) and the doctor told her this is a burn of the conjunctival sac of her right eye, chemical conjunctivitis due to contact lens (cl) solution. Doctor put a numbing agent in her eye, then he put on an antibiotic ointment as a precaution (maxitrol ung). Doctor also gave the patient systane and told her to use 1 drop 4 times per day, to lubricate her eyes and told her not to wear her contacts until friday. Doctor did not request patient to make a return visit, unless needed. Right now her eye is still swollen (upper lid, lower lash area and around eye), but the numbing solution is still helping. Complaint will be noted as misuse due to patient using complete as off label usage. Patient has been informed of the off label usage. Patient will be returning her complaint bottle for testing.